Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 321010 and replaced the universal surgical manipulator 4 (usm4) to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the system powered on with an error 321010 on universal surgical manipulator (usm) 4. The customer completed a hard power cycle with no change. Customer disconnected to complete a second hard power cycle. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer completed the case with three arms without any harm to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 321010 and replaced the universal surgical manipulator 4 (usm4) to resolve the issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint to perform failure analysis. Failure analysis tested the usm and the reported 32101 error was confirmed and replicated. In lighthouse, 32101 error was found, reported by the axes control motor (acm), with p-value pointing to p48v, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed and tested onto a pftp and failed power up manip with 32101 error triggered, replicating the reported event. Acm pca was aba testeed and verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported error 32101 is attributed to the faulty acm pca.